Event description:
Per physician's report:26 day old female had a glass/mercury thermometer placed in her rectum by her mother to stimulate a bowel movement.the pt was brought in by the father who said the mother noticed the buld was missing off the thermometer when rinsing it in the sink but does not know if bulb was broken off while in pt's body or afterwards.